Event description:
Explanted due to failure. The port was fractured with a separation between port body and catheter. The catheter was retracted approximately 7 centimeters away from the port body and required x-ray and 2 additional incisions in order to localize and remove. At completion of the procedure, all of the port had been successfully removed.what was the original intended procedure?removal of abdominal port.